Event description:
Pt underwent l shoulder surgery with placement of alleged pain care 3000 pump in 2004. Pt now claiming l shoulder glenhumeral chondrolysis. No information was provided by the initial reporter and because the first notice of this alleged injury was by the filing of the legal complaint, such information will not be available until formal discovery has taken place.